Event description:
On (B)(6) 2018, this patient was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system to treat an abdominal aortic aneurysm. During the procedure, it was reportedly noted that the contralateral gate did not open due to thrombus in the aneurysm. The physician tried to cannulate the gate using the guidewire, but could not do. After the approach was changed, the contralateral gate reportedly opened. The patient tolerated the procedure. On (B)(6) 2018, the patient suffered from abdominal pain. Computed tomography (CT) revealed that the superior mesenteric artery (sma) was thrombosed. A procedure was performed whereby a portion of the large intestine was removed. The patient tolerated the procedure. It was reported that the sma thrombus was due to ¿stirring¿ the thrombus in the aneurysm during the attempts to cannulate the contralateral gate in the procedure on (B)(6) 2018.